Manufacturer narrative:
H3, h6: it was reported that, after tha had been performed on (B)(6) 2019, the patient experienced a bone fracture with malalignment of the stem. A revision surgery was performed on (B)(6) 2019. The polarstem stem std. Ti/ha 01 (75100462) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed. The IFU (lit. No. 12.23 ed 05/16) lists the reported issue as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
D4: lot number updated. H4: manufactured date added. D10. Concomitants added.

Manufacturer narrative:
H3: providing updated results of investigation: it was reported that, after total hip arthroplasty (tha) had been performed on (B)(6) 2019, the patient experienced a bone fracture with malalignment of the stem. A revision surgery was performed on (B)(6) 2019 where polarstem stem std ti/ha 01 non-cem and oxinium fem hd 12/14 32mm +4 were explanted. Patients current health status is unknown. The polarstem stem std. Ti/ha 01 intended for use in treatment was not returned for investigation. An visual evaluation of the complained device could therefore not be conducted. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. A review of past corrective actions was performed. No further escalation is required. The occurrence and severity are in line with the corresponding risk file. The review of historical complaints for the alleged device revealed no additional complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of the device labeling revealed that the current IFU (lit. No. 12.23, ed. 03/21) states "hip fracture", "inadequate osseointegration" of the component as ¿potential adverse device effect¿ and "implant component migration" as "potential medical device problems" in combination with the implantation of a hip prosthesis. Based on the limited information provided, a thorough medical assessment could not be performed. Based on the available information and the performed investigation, the complaint could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This investigation is considered as closed. Corrected data: h6 (type of investigation, investigation findings).

Manufacturer narrative:
Updated results of investigation: it was reported that, after tha had been performed on (B)(6) 2019, the patient experienced a bone fracture with malalignment of the stem. A revision surgery was performed on (B)(6) 2019. The polarstem stem std. Ti/ha 01 (75100462) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. Additionally a batch related complaint history review could not be performed. The review at part level using our post market data did not reveal any anomalies that warrant further investigation. The IFU (lit. No. 12.23 ed 05/16) lists the reported issue as a possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that, after tha had been performed on (B)(6) 2019, the patient experienced a bone fracture with malalignment of the stem. A revision surgery was performed on (B)(6) 2019 where polarstem stem std ti/ha 01 non-cem and oxinium fem hd 12/14 32mm +4 were explanted. Patients current health status is unknown. This information was provided by the (B)(6) supplier feedback; therefore, further information is not available.